Manufacturer narrative:
(B)(4) date sent: 9/14/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, there was an issue with the clips; they were slipping on the vessel. The procedure was completed with no delay or adverse event. The device was discarded.